Event description:
Additional information received from reporter on 02/05/2019 for mw55083679.

Event description:
In 2006 mentor saline breast implants; in 2008 3rd child born with down syndrome; in 2009 diagnosis with (B)(6); in 2010 diagnosis with large granulomatous mass in right ethmoid sinus (surgery); in 2014 (l) side non-toxic (inflammatory) multinodular goiter with small section of papillary carcinoma at the interior left isthmus and one left side hyperparathyroid (surgical removal); in 2014 diagnosis with h¿pylori, gerd, reflux; in 2015 diagnosis with eosinophilic esophagitis (scope and pathology); in 2015 diagnosis with meniere¿s disease. I have been ill for 11 of the 13 years I have had implants. I have had a recurrent lingering positive ana for 8 years and was diagnosis with limited scleroderma (B)(6) 2018 and lymphocytic thyroiditis (B)(6) 2019. I have all physical symptoms of ra including issues with eyes, tingling sensations, loss of balance, and vertigo but no positive titre. I have right side shoulder, chest, arm, and hand burning and swelling for 5 years. I have ringing in my right ear for 5 years. I have daily occipital migraines in what I call a ¿grinding¿ headache with aura on the right side in varying degrees, for 8 years. I have numbness and stiffness in my neck and right shoulder. Vcst test done (B)(6) 2019 showed a more than 75% biotoxin score. I have experienced varying degrees, of hair loss over the past 10 years, but have noted a significant increase since (B)(6) 2018. I cannot wear any type of metal jewelry due to immediate swelling. Ears (earrings) will cause redness and swelling (pierced at age 10.) I have had symptoms of the flu on/off for 10 years with no positive flu test along with many recurrent sinus infections. I have constant muscle aches, weak bones in my feet, dry & red eyes/burst eye vessels with ¿grainy¿ feeling in eyes and loss of vision. I have extreme sensitivity/ nausea/ headaches to light, especially fluorescent light. I have difficulty seeing (distorted vision) at night. I have experienced memory loss and ¿lost¿ feeling for 5 years. I have physical signs of raynaud¿s disease with burning, swelling, and discoloration in both hands, along with extreme cold intolerance for 5 years. I continue to have gerd and reflux, with increased food intolerance and constipation with weight loss. I have a metallic/onion taste in my mouth, for 3 years. I have enlarged lymph nodes in my neck for 5 years. I have tmj and occasional looking jaw on the right for 5 years. I am experiencing internal cystitis, which began in (B)(6) 2018. I have one diagnosis of parasites and have dealt with recurrent candida. I have all symptoms of lyme disease and I believe I have cirs. I have had ongoing chronic inflammatory markers and elevated homocysteine levels for 5 years. Within the past year, I have begun experiencing night sweats, elevated anxiety, and occasional heart palpitations . I have sternum and rib burning and pain. I have flecks? Grains? Of yellow-glassy like bits that pop into my tear ducts from the inside. I will die without explant. I am 100% failed by a system which is supposed to protect its patients and as a result, I have endured a profound loss of meaningful life. What began in 2006 with one implant surgeon who decided (without my permission) to over-fill my agreed upon 275cc implants to 350cc has since accumulated almost a dozen physicians along the way who never made this connection. After being diagnosis with sclero in 2018, I researched my own health issues and found a link between silica and scleroderma, which resulted in my positively diagnosing myself with total immune dysfunction, probable heavy chemical/metal toxicity and biotoxicity. Breast implants have affected and possibly damaged my immune system, my neuro pathways, and endocrine & metabolic systems. I am convinced that every health issue I have experienced since 2006 is a direct result of breast implants. I am highly allergic to mold and penicillin. I carry an epipen with me, so that I might not die if my implants or valves are moldy and I have a rapture. As of now they are still thought to be intact. Explanting (B)(6) 2019.